Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32963. Related manufacturer reference number: 1627487-2020-32968. Related manufacturer reference number: 1627487-2020-32969. It was reported that the patient had fluid at the lead site. As a result, the patient was given oral antibiotics, which resolved the issue. The patient's wound site is intact and no further intervention is anticipated.